Event description:
Information received by medtronic indicated that the insulin pump had crack all along back and was not able to hold the battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Software version: 4.11h. Retainer ring: black. Pump case type: ngp. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2022. Pump received with backlight anomaly. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. However, the pump failed the self test due to pump error 63. Pump error 63 was observed during testing. Successfully downloaded history files and traces using thus. The history download confirms pump error 63 variable 3 was found on (B)(6) 2022 at 09:34:05.000 due to loosened pins 1 and 6 on the u1 chip. The history download confirmed pump error 53 due to hardware error found on (B)(6) 2022 at 07:20:08.000. The formatted history file confirmed pump error 53 alarm (line number 693 file number 51). Problem isolated to the electronic assembly. Pump error 4 was found on (B)(6) 2022 at 07:20:08.000 in the downloaded pump history due to a hardware error. Pump was cut open and moisture damage was found on the pcba 2 and motor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case, scratched case, cracked case-corner of belt clip rails, broken belt clip rails, and label damage (faded). Cosmetic damage was confirmed at the case-corner of the belt clip rails. Backlight anomaly was confirmed during testing. Pump error 63 was alarmed during testing and noted in the pump's history due to loosened pins on the u1 chip. Pump error 53 and pump error 4 were confirmed through the pump history download due to a software error. Pump exposed to moisture confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.